Event description:
The pt was implanted with an in-fast with intexen system on (B)(6) 2006. It was reported the pt experienced emotional and mental distress, pain and suffering, dyspareunia, erosion of mesh and internal bodily tissue, hardening, recurrent incontinence, and permanent injury. The pt underwent unspecified procedures on (B)(6) 2010.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.